Event description:
It was reported that stent damage occurred. The 99% stenosed, 3mmx40mm, eccentric, de novo target lesion containing a >=90 degree bend was located in the severely tortuous and severely calcified right coronary artery. After a 6f non-bsc guide catheter crossed the lesion and predilatation was performed with a 2.5/30 emerge balloon catheter, a 32 x 3.00 rebel stent was advanced for treatment but failed to cross the lesion. Upon removal, it was noted that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.